Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, functional testing, and battery testing were performed. The damaged power cord was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the power cord was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged power cord. No additional information is available.